Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the hospital for unrelated procedure. During interrogation prior to procedure, the right atrial lead exhibited loss of capture and intermittent sensing. Chest x-ray was performed and revealed the lead had perforated the heart. The lead was capped and replaced. The patient remained asymptomatic post operation and was resting comfortably.